Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no connection between pump and mobile device. The customer reported no adverse event. The event involved product(s) unk_fotasoftware. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for unk_fotasoftware.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.7.0) installed on iphone 6s plus (ios 15.7.9) with mmt-1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed by the expectations specified in the (B)(4), version e. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. The most likely reason of pairing failure was problems with an internet connection or some problems on the cl/teneo side. After 10 minutes user was able to pair the application to the pump. Issue was not confirmed to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: could you please work with customer to try steps mentioned in recommendation field and let us know if this helps to resolve the issue for customer or not? If this doesnâ¿¿t fix the issue, please work with customer to upload logs. 1. Remove the minimed mobile app and all the app data (settings > general > iphone storage > minimed mobile > delete app). 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the phone 5. Install the minimed mobile app. 6. Navigate to the pump pairing screen in the minimed mobile app. 7. Attempt pairing with the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.